Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were hospitalized admitted into emergency room due to seizure on (B)(6) 2019 with blood glucose of 70 mg/dl and insulin pump had button error. Customer stated that insulin pump button were not responding. Advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.